Manufacturer narrative:
H.6. Investigation: twenty-two (22) samples and three (3) photos were provided by the customer for investigation. Two (2) photos were labeled ¿images 1 + 2 : free particles¿. The first image appears to have a small dark spot on or under the needle shield or on the needle hub. The second image appears to have a small dark spot on the ear of the hub of the needle assembly. The third (3rd) photos is labeled ¿image 3: spilled epoxy on hub¿ and shows ten (10) shielded needle assemblies with an eleventh (11th) unshielded needle assembly laying on top of the other ten. Based on the photo is appears that there might be a white substance on the needle hubs. Twenty-two (22) samples were received from the customer. The samples were divided into four (4) baggies by the customer with the baggies being labeled as either ¿particles, epoxy, or epoxy + particles¿. The returned samples were visually examined and thirteen (13) of the samples were found to have epoxy drip over on the needle hubs. The remaining nine (9) samples which had particles which ranged in size from a level 2 to a level 4 on the df1-04 visible particle estimation chart. The particles were examined using 40x magnification and were visually identified as dust particles. Six (6) of the particles were on the outside of the needle hub or on the needle shield (non-fluid path) and three (3) particles were on the inside of the needle hub (fluid path). Furthermore, a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster.

Event description:
It was reported that before use of the needle ns 30ga 1/2in bns yel hub tw euro during the inspection of 800 needles 13 needles were found to have an issue with foreign matter on the hub. The following information was provided by the initial reporter: on 10-sep-2019 during incoming inspection for needles (cat. # 9080101, lot #9058790), in a sample of 800 needles, 13 found were rejected with spilled epoxy (on the hub) & 9 needles were found with free particles = 0.2mm². The needles were found in bags #: 054, 055, 057, 072, 130 (epoxy), 054, 068, 072, 126 (free particles). Lot # 9058790 was put in quarantine.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the needle ns 30ga 1/2in bns yel hub tw euro during the inspection of 800 needles 13 needles were found to have an issue with foreign matter on the hub. The following information was provided by the initial reporter: on (B)(6) 2019 during incoming inspection for needles (cat. # 9080101, lot #9058790), in a sample of 800 needles, 13 found were rejected with spilled epoxy (on the hub) & 9 needles were found with free particles = 0.2mm². The needles were found in bags #: 054, 055, 057, 072, 130 (epoxy), 054, 068, 072, 126 (free particles). Lot # 9058790 was put in quarantine.